Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. Product ID: 3057, product type: screening device.

Event description:
The trial patient reported that they pulled the basic evaluation leads out on their own, by mistake. There were no symptoms or complications reported as a result of this event.